Event description:
Pt was revised due to loosening of the patella; poly wear was present on the patella only.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported problem, but it would not be unreasonable to expect some wear after 12 yrs of implantation. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. Based on the investigation, the need for corrective action is not indicated.